Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced inside anatomy. Post advancement, thrombus was visualized inside right atrium and septum. A non-abbott device was used for thrombus removal. The procedure was terminated with removal of the sgc. The mr remained unchanged post procedure. There was no clinically significant delay reported.